Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms. Technical services (ts) was consulted to review device data. Ts reviewed the data and found impedances gradually increased in (B)(6) 2023. Additionally, stored ventricular episodes were reviewed and there was a concern about patterns that may impact therapy delivery. Also, the rv electrogram (egm) showed there was observations of noise however, it was not being sensed. Ts discussed troubleshooting and programming options. At this time, the lead remains in service. No adverse patient effects were reported.